Event description:
On (B) (6) 2008, the patient reported the battery on her insulin infusion device is only lasting a "couple of weeks." She stated she received an e6 (mechanical error) message this morning which she was able to clear by changing the battery and resetting the cartridge. Courtesy batteries were sent to the patient and a follow up call was scheduled for 2 weeks. On follow up with the patient on (B) (6) 2008, she said her infusion device has at least twice gone to the battery depleted message without first giving a low battery or mechanical alert. She stated the batteries are only lasting about 11-14 days. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.